Event description:
User called into emergency support program (esp) line to request support with a catheter restriction alarm on patient that occured during use of intra aortic balloon. User stated that the patient is on a tilt bed and the alarm happened while turning the patient while on the tilt bed. The esp personnel reviewed in detail reasons a kink could occur and how to relieve the kink. User stated no visible external kinks are present. The therapy did resume after a few minutes of repositioning of the patient. No harm or injury reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).